Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported 69-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp dislodged out of the ventricle on day 4 while logrolling the patient. Decision was made to place a new impella cp.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the positioning issue (cp dislodged out of ventricle) was patient movement related due to improper technique while logrolling the patient.